Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic. Upon interrogation, the right ventricular lead exhibited noise. All other electrical measurements were normal. The lead was capped and replaced successfully.